Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon "it has repeatedly given error e101. The message disappeared after a few minutes¿ was reproduced. This phenomenon appears to have occurred due to the accumulation of a large amount of dust inside the device and in the vents. From the service manual, it was confirmed that e101 indicates a temperature error, and that it is a message that appears when a temperature switch error of the light source device occurs. (The internal temperature of the light source device rises, and the safety mechanism is operating.). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii xenon light source was giving an e101 communication error in the middle of three different procedures. According to the initial reporter, in each case the staff were able to continue the procedure, as the error message went away after a few minutes. There was no patient harm or consequence reported as a result of this event. This is event 1 of 3. For the remaining events, please see reports with patient identifiers: (B)(6) & (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.